Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was observed a lot of difficulty in positioning/fixation the lead. After several attempts, it was removed from the heart, and a problem was verified in the screw-in mechanism. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not retract due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.